Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated. (Arctic sun 5000) no error code observed. Device wasn't cooling due to a broken mixing pump. Also, device pump hours were overdue. Mixing pump was replaced. Device underwent pm program. Circulation pump, drain valves, and heater were replaced. Functional test, calibration, sw update (other wo), electrical safety test passed without problems. This device meets all criteria. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on 27jan2026, there was no patient involvement and found during maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on 27jan2026, there was no patient involvement and found during maintenance.